Event description:
Reporter indicated that a vns patient's device could not be interrogated. Further correspondence was received indicating that the issue had resolved and communication was now possible. Good faith attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.